Manufacturer narrative:
17-dec-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Tampon stuck inside body [foreign body in reproductive tract]. Tampon string came off and now it is stuck inside body [complication of device removal]. Tampon string came off [device breakage]. Consumer's parent called stating the string came off the tampon. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon stuck inside body [foreign body in reproductive tract]. Tampon string came off and now it is stuck inside body [complication of device removal]. Tampon string came off [device breakage]. Case description: consumer's parent called stating the string came off the tampon. No serious injury was reported.